Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 45 mg/ml for a total dose of 7 mg/day via an implantable pump. It was reported the patient has an infection at the pump pocket. The patient was experiencing fever and warmth at the site. Factors that may have led or contributed to the issue included the patient smokes half a pack of cigarettes a day. No diagnostics or troubleshooting was performed. The hcp wanted the pump and catheter explanted immediately. The patient had the pump and catheter explanted on (B)(6) 2021 due to infection at pump pocket site. It was noted the patient will see infectious disease for treatment of infection. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history included chronic pain and obesity. The event date was (B)(6) 2021. No further complications were reported/anticipated.